Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad and tandem-provided usb charging cable. There was no adverse impact to the customer's blood glucose. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad and secondary usb cable.